Manufacturer narrative:
Date of event: (B)(6). Date of report: 20aug2019. The field service engineer (fse) confirmed the flow sensor assy, air & o2 was defective. The fse replaced the flow sensor assembly. The device tested and return to full function. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the air flow sensor out of range. There was no patient involvement reported.